Manufacturer narrative:
(B)(4). The evaluation and repair of the ventilator is yet to be completed.

Event description:
It was reported that an 840 ventilator stopped cycling during patient use. No information is available regarding the patient being transferred to another ventilator. There was no harm to the patient as a result of the event.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the power switch. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.